Event description:
It was reported that pump experienced malfunction alarm with code 12 and displayed high blood glucose, although exact value was unknown. There was no reported information regarding impact to the customer¿s blood glucose level beyond indication of high reading. Customer initially did not take action, and technical support provided instructions to reset pump and assisted with reset, after which malfunction did not recur and customer was advised to continue using pump and to call back if issue returned.